Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the device was retured and analyzed. Grommet damage with an unknown cause was noted. Primary analysis finding: no anomalies found.

Event description:
It was reported, during the implant procedure, oversensing and noise were observed when the device was placed in the pocket. Consequently, this device was removed and replaced without incident. No patient complications have been reported as a result of this event.